Event description:
Per received report: the aneurysm is at the top of the vertebral artery, the size is 3.5mm, vesicle aneurysm. When the mc (echelon 10) was positioned to target, the physician implanted the first coil, during re-position, the coil was stretched. Then the physician withdrew it and changed another one to complete the procedure. Additional information received from rep via investigation indicated that the coil was safely withdrawn, no additional intervention performed and no known medication was prescribed. The patient was fine post surgery.

Manufacturer narrative:
The product has not been received within our facility at this time. Additional information will be submitted within 30 days upon product receipt.

Manufacturer narrative:
When placing the first coil, a 3 mm x 6 cm cashmere 14 cerecyte microcoil at the target aneurysm, the coil stretched during repositioning. The coil was safely withdrawn from the patient and the procedure was completed using another one. The target site was a 3.5mm vesicle aneurysm at the top of the vertebral artery. The echelon 10 microcatheter was positioned to the target site when the event occurred. The proximal end of the coil was returned stretched. The coil was unraveled out of the soldered section. This required excessive external force. It was stated that the coil stretched during repositioning. The evidence strongly suggests that the coil was anchored during the retraction movement of the coil. The coil may have been anchored to itself, or on the distal tip of the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines the following: ''caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system.'' The IFU further outlines: ''caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.'' Without the return of the echelon 10 microcatheter used in the procedure, it cannot be determined if this component had any additional contributions to the reported event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Although based on the limited available procedural information a definitive conclusion cannot be made, based on the analysis of the returned device, clinical and procedural factors resulting in excessive external force on the device appear to have contributed to the stretching of the coil. There is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken.